Event description:
It was reported that ongoing intermittent occlusion alarms started on 6/29/26 and were resolved with a full supply change. On (B)(6) 2026, customer called tandem customer technical support and through active troubleshooting, it was determined that there was a blockage in the cartridge. Customer changed the necessary supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.